Event description:
Patient reported left side rupture. Healthcare professional later reported "asymmetry" and capsular contracture baker grade iii-IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii-IV . Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ patch lot number 2794308.

Event description:
Patient reported left side rupture. Healthcare professional later reported "asymmetry" and capsular contracture baker grade iii-IV. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.